Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device: qrb.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of one of the leads due to impedances after a fall. It is unclear whether the fall was related to the impedance problem. The device was retained by the facility and will not be returned for analysis. Postoperatively patient reported no impedances and good coverage.